Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous results for elevated troponin I value. Results were reported out there was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the gel is all red with erythrocytes, troponin values of several lot numbers measured in these plasma tubes is extremely high, repeat measurements from identical tubes give normal troponin values.

Manufacturer narrative:
Medical device lot #: 1293962, 1029241, 2412805, 2099517, and 5091515 were reported, however, these lot#¿s were not lots manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous results for elevated troponin I value. Results were reported out there was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the gel is all red with erythrocytes, troponin values of several lot numbers measured in these plasma tubes is extremely high, repeat measurements from identical tubes give normal troponin values.

Manufacturer narrative:
H.6. Investigation summary: material #: 367378. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The lot number is unknown for this reported event. In addition, the customer has acknowledged that improper mixing is cause of the erroneous analyte. This complaint will be reopened in the event that the lot number becomes available. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.